Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was experiencing intermittent issues transferring images from the imaging system to the navigation system. The site troubleshooted and narrowed down the problem to the bulkhead panel ethernet cord. No patient present. Additional information received. A damaged network cable was discovered and replaced correcting the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that network cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000117, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.